Event description:
Additional information received reported that the there was no evidence of endoleak observed on CT scan.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information received: a type ib endoleak was again observed approximately 8 years post the index procedure determined to be device related remains unresolved at the time of study exit. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 53 mm diameter fusiform abdominal aortic aneurysm. The length of non-aneurysm aortic neck was 22 mm, proximal diameter of non-aneurysm aortic neck was 28 mm, distal diameter of non-aneurysmal aortic neck was 32 mm, diameter of right iliac aneurysm was 41 mm, diameter of left iliac artery was 17 mm, diameter of right femoral artery was 10 mm, and diameter of left femoral artery was 9 mm. The right and left iliac arteries were moderately tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that a CT scan showed the stent graft appears to lie loose in the left common iliac artery with blood flow next to the stent. The investigator assessed this event as not procedure but device related. No intervention was done and the patient will continue to be monitored.